Event description:
The customer reported that while the unit was in use on a pt, the unit experienced interference on the ECG waveform, started to pump erratically, and then the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.